Manufacturer narrative:
Patient¿s weight is not provided for reporting. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an open reduction and internal fixation (orif) right clavicle surgery was performed on (B)(6)2017. During the surgery a sterile drill bit was opened for use, the instrument was used once and was no longer sharp. They opened another sterile drill bit to complete the surgery. There was no prolongation and no adverse event. There was no issue for the patient. Reportedly the procedure was completed successfully. This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for complaint (B)(4).